Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: on investigation, the display screen remained blank when the pump powered on. The auditory and vibratory alarm functions were operational. The pump was opened for investigation and revealed a single component failure on the printed circuit board.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the display screen was blank. The reporter verified the pump had audible and vibratory alarm function. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.